Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies related to the reported failure were identified. One carb-bite mayo-hegar needleholder (121145) was returned to the manufacturer; however, the product was scrapped prior to evaluation. It was determined, that the issue of the grip breaking off may be the result of rough handling or environmental damage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the final stages of the case for posterior colpoperineorrhaphy while the surgeon was suturing, the tip of the carb-bite mayo-hegar nh 8 (121145) insert broke off inside the patient. All parts were recovered. The intra-operative staff was able to obtain another needle driver to complete the case. No patient injury or surgical delay occurred. The following statement was subsequently reported via medwatch (B)(4): "while dr. Was suturing, a fragment of metal was noticed on patient's skin. Fragment was inspected and determined to be from needle drivers. The gripping surface of the needle holder jaws was fractured. Supervisor was contacted immediately and came to or. The fragment and needle driver were inspected. It was determined that the fracture was a "clean break," and there were no missing pieces. The surgical team discussed and agreed that there was no retained metal at surgical site, and no x-ray was needed, per dr.".